Event description:
Received info stating that due to a ventilator malfunction patient was placed on a second ventilator. Patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the touch frame pcb. The ventilator passed all testing.